Manufacturer narrative:
Immediate visible damage: tipe broken in half. Failure confirmed. Safety alert notice (B)(4) issued to all customers on 05/10/2013 to provide additional safety information to remind users to carefully examine blades before and after each use, and promptly replace any that show signs of wear or damage.

Event description:
Tip of blade is broken in half.